Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to an unknown procedure, the jacket of hiwire nitinol hydrophilic wire guide was observed missing from the distal tip of the device. This issue was noticed after the device was removed from the coiled plastic holder. The hydrophilic coating was not activated. The device did not make patient contact. Another device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), dimensional verification, documentation, the instructions for use (IFU), and quality control data. One hiwire nitinol hydrophilic wire guide was returned for investigation. The device was returned to our supplier for investigation.summary of findings: the specimen presented a ductile/tensile overload fracture of the polymer jacket with material removal exposing the distal 0.70cm of the metallic core wire. The specimen also presented a large radius bend over the distal 11.0cm, consistent with tensile loading. The investigation concluded that the product met specification at the time of shipment. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. There were no nonconformances or previous complaints for the reported lot number. The evidence indicated product in house and in field meets specifications. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. Instructions for activating hydrophilic coating: -for optimal performance, rehydrate the hydrophilic coated wire guide after exposure to ambient environment or after extended use, replace it with a new hydrophilic coated wire guide. ¿ hydrophilic coated wires are very slippery when wet. Always maintain control of the wire guide when manipulating it through any device. ¿ for optimal performance, rehydrate the hydrophilic coated wire guide after exposure to ambient environment or after extended use, replace it with a new hydrophilic coated wire guide. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. A portion of the polymer jacket was confirmed to have detached from the wire guide on one end. Based on the information provided by the customer, the wire guide was attempted to be removed from the plastic protective coil prior to activating the hydrophilic coating. The instructions for use state "1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating." With sufficient controls in place and no related nonconformances or previous complaints from this lot number, the failure mode is most likely attributed to unintended use error. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Customer name and address: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure, the jacket of hiwire nitinol hydrophilic wire guide was observed missing from the distal tip of the device. This issue was noticed after the device was removed from the coiled plastic holder. The device did not make patient contact. Another device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence.